Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia/low blood glucose. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide, model: ust400, (B)(4) 01/16. Checking your blood glucose 7. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Checking your blood glucose 7. Warning: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9. Advises: hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm.

Event description:
The father reported that the patient was taken to the emergency room by her mother. Her blood glucose had reached 300mg/dl. When she was admitted, they found out that she was actually low, which the father reported to be from 230-244mg/dl. There was no diagnosis. Initially, the patient only received a shot of long lasting insulin (lantus). When her blood glucose reached 230mg/dl she was treated with sugar to bring the level up to 244mg/dl (highest) with no ketones. No other illnesses/medical issues were experienced. No changes were made to the patient's insulin doses or pdm settings. The father reported that it was the pdm that malfunctioned. It was not able to be reset after a hazard alarm and, therefore, he was unable to collect history from it at the time of call. No further information was provided regarding the device, pod wear, or details leading up the event, as the father was in a hurry to disconnect the call.